Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thus. All buttons function properly. However, moisture damage noted to keypad trace. The pump was connected to a test transmitter and monitored without any connection interruptions. Pump and test transmitter calibrated successfully. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on 03/31/2024 07:46:00.000 in the history files. Confirmed the pump alarmed failed batt test on 03/31/2024 09:51:24.000 in the history files. These alerts are expected and occur during normal pump operation. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case at the battery tube, faded serial number label, corroded battery tube. No power errors noted and passed all required testing. All buttons function properly and pump successfully connected to a test transmitter. However, cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the insulin pump and the transmitter, keypad/button unresponsive/button error, charge/battery lasts less than expected, failed battery test, damage (physical or cosmetic) to the battery side, lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-7811na, mmt-7020a. Troubleshooting was performed. The customer received a stuck button alert. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and the customer response was the device will be returned. No product return is required for mmt-7811na. No product return is required for mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.